Event description:
This lead was removed during device changeout on (B)(6) 2011 due to dislodgement. The physician was dr. (B)(6) at hospital (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).